Event description:
The customer called to report that he was hospitalized with blood glucose levels greater than 600 mg/dl. The customer stated that he tried treating his blood glucose with the insulin pump, but his blood glucose levels remained elevated. The customer also experienced dry heaving. During the hospitalization, the customer's blood glucose levels remained elevated while on the insulin pump, and the doctor decided to take him off of insulin pump therapy. The customer did not have the insulin pump with him at the time of the call, and was unable to troubleshoot. Advised the customer to call back for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.